Event description:
The account alleges that a patient's leg became entrapped between the primeaire ars mattress and the siderail, while a caregiver was performing patient care. The caregiver had turned their back when the incident occurred.

Manufacturer narrative:
The technician evaluated several beds of the same model as the bed in question and determined that the account did not have the primeaire ars mattress anchor strips secured at the foot end of the bed, which could contribute to this issue. The technician in-serviced the nursing staff on how to properly secure the primeaire ars mattress to the versacare bed. This resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.